Event description:
It was reported when using the bd pyxis¿ medbank tower, unable to issue hydrocodone apap/10-325 for patient. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) remotely accessed the system and reviewed the c14b report. The tss noted that a 9-digit verification code had been provided by the customer, while the site was configured for a 6-digit minimum code as defined in the software options. Overrides were observed at the site, and the verification code settings were confirmed to be correct. The tss confirmed that the system would continue to be monitored to ensure proper bin functionality and compliance with verification protocols. The system functioned as intended after the technical support specialist investigated the device.